Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection of the pump. The pump delivered lioresal 500 mcg/ml at 100 mcg/day. The pump and catheter were explanted. The pt was hospitalized for 4 days and received intravenous antibiotics. The pt also received intravenous antibiotics for 2 weeks at home. It was determined to be "feasible" to implant another pump system; this occurred (B)(6) 2011.